Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by abbott diabetes care for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by abbott diabetes care for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader only powered on with charging cable. White screen was also observed. Built-in reader test was unable to be performed visual inspection was performed on the usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger and charging cable passed testing. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and and no signs of damage, burn marks was observed. No corrosion was observed. The returned battery voltage was measured, however results were not within the specified range. Reader's battery voltage was measured when charged with a known good usb data cable and power adapter. Reader was also monitored under thermal camera during operation and abnormal hot spots were observed. A further extended investigation was conducted. Visual inspection was performed using digital microscope and no damage was observed on the returned reader. The reader log could not be uploaded and reviewed due to white screen. The returned reader was brought to the bench to perform functional testing. The readers battery voltage was measured, however results were not within the required specification range. A known good battery was used for the remainder of the investigation. The reader was observed to display a white screen when connected to a known good charger. This damage was caused by excessive power that causes the reader to have a white screen. A thermal camera was used to review the readers temperatures and hot spots were observed on u13 and cpu (central processing unit) which confirms the previous phase findings. A voltage was observed on r100 pulldown resistor; any voltage across this resistor is evidence of excessive voltage or current bypassing the stm vbus protection circuit. The excessive current drain and hotspot observed are known symptoms of a reader that has been supplied with excess current through its charging function using a non-abbott supplied power adapter. The customer's reported complaint of their reader getting too hot when charging was observed. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The use of the incorrect usb adapter can result in faulty components, which in turn can cause components to overheat. Therefore, this issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.